Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, the error logs confirmed the reported complaint. The exhalation valve was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit was not mechanically ventilating during a case. The unit was switched to manual ventilation to complete the case. There was no report of patient injury.